Manufacturer narrative:
Device passed the displacement test and p-cap or reservoir locked properly in place. Device received with cracked belt clip rail case corner and battery tube threads. Device received with scratched case. Device received with pillowing and cracked keypad overlay at select button. Device received with missing display window cover. Device received with partially broken retainer. R&d disposition (d00529896): for ng2066192h, the retainer and case near the reservoir region failed due to a large impact/drop/external force acting on the reservoir compartment. The retainer has 2 residual notch(es) that are still intact. Upon retesting, the p-cap is able to be secured in place. Last, this insulin pump had cracking down the back of the case and at the battery cap region, had major scratches present on the lcd screen, and had major scratches, dents, and/or damage present on the keypad. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from thine medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump passed the displacement test and p-cap/reservoir locked properly in place. Pump received with cracked belt clip rail case corner and battery tube threads. Insulin pump received with scratched case. Insulin pump received with pillowing and cracked keypad overlay at select button. Insulin pump received with missing display window cover. Insulin pump received with partially broken retainer. R&d disposition: for (B)(4), the retainer and case near the reservoir region failed due to a large impact/drop/external force acting on the reservoir compartment. The retainer has 2 residual notch(es) that are still intact. Upon retesting, the p-cap is able to be secured in place. Last, this pump had cracking down the back of the case and at the battery cap region, had major scratches present on the lcd screen, and had major scratches, dents, and/or damage present on the keypad. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked at back. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.